Event description:
The customer's husband reported that the patient was hospitalized due to bent cannula and high blood glucose. The customer's blood glucose level was 581 mg/dl. The customer was treated with IV for fluids and two 20 units injections on novolog and got down to 220 mg/dl they allowed her to leave the hospital. The customer was admitted at (B)(6) hospital on (B)(6) 2015. The customer was advised that the cause of emergency room visit was per healthcare provider is high sugar reading diabetic ketoacidosis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.